Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with incomplete flap in the left eye during flap creation procedure. Surgery was paused.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Preventive maintenance performed and system met specifications as per sir (service installation record). The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows twenty-four successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during side cut. The info was displayed a message vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No relevant deviation between planned and performed energy is detectable for canal and bed cut. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The user restarted the treatment on the same day and finished the treatment without any problems. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The root cause could be identified as user handling. The canal width is below the recommended values. The manufacturer internal reference number is: (B)(4).